Manufacturer narrative:
The explanted lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two months post implant; this left ventricular lead had dislodged. A revision procedure was performed; the lead was elected to be removed and successfully replaced. No additional adverse patient effects were reported.